Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of back pain ("severe back pain"), genital haemorrhage ("heaving bleeding") and uterine cervical laceration ("cervical laceration during essure implant") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menses irregular. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced uterine cervical laceration (seriousness criterion medically significant). In 2008, the patient experienced abdominal pain ("pain"). In (B)(6) 2008, the patient experienced headache ("headaches"), fatigue ("fatigue / fatigue") and migraine ("migraines/headaches"). In (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant) and the first episode of abdominal distension ("bloating"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection") with vaginal discharge, procedural pain ("painful post-operative recovery"), dysmenorrhoea ("dysmenorrhea (cramping)"), post procedural infection ("infection (other) infection after hysterosalpingogram") and the second episode of abdominal distension ("other injury or complication bloating"). The patient was treated with surgery (hysterectomy to remove essure on (B)(6) 2014) and surgery (cervical reconstructive surgery, repair cx.). Essure was removed on (B)(6) 2014. At the time of the report, the back pain and abdominal pain had resolved, the genital haemorrhage, headache, fatigue, vaginal infection and procedural pain was resolving and the uterine cervical laceration, dysmenorrhoea, post procedural infection, migraine and the last episode of abdominal distension outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, fatigue, genital haemorrhage, headache, migraine, post procedural infection, procedural pain, uterine cervical laceration, vaginal infection, the first episode of abdominal distension and the second episode of abdominal distension to be related to essure. The reporter commented: since having the surgery, her symptoms are mostly resolved diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: full occlusion of fallopian tubes. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: cervical lacerations. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("severe back pain") and genital haemorrhage ("heaving bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), headache ("headaches"), fatigue ("fatigue"), vaginal infection ("vaginal infection") with vaginal discharge and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (hysterectomy to remove essure on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the back pain, genital haemorrhage, abdominal distension, headache, fatigue, vaginal infection and procedural pain was resolving. The reporter considered abdominal distension, back pain, fatigue, genital haemorrhage, headache, procedural pain and vaginal infection to be related to essure. The reporter commented: since having the surgery, her symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: full occlusion of fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("severe back pain"), genital haemorrhage ("heaving bleeding") and uterine cervical laceration ("cervical laceration during essure implant") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menses irregular. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced uterine cervical laceration (seriousness criterion medically significant). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), the first episode of abdominal distension ("bloating"), headache ("headaches"), fatigue ("fatigue / fatigue"), vaginal infection ("vaginal infection") with vaginal discharge, procedural pain ("painful post-operative recovery"), dysmenorrhoea ("dysmenorrhea (cramping)"), post procedural infection ("infection (other) infection after hysterosalpingogram "), migraine ("migraines/headaches"), abdominal pain ("pain") and the second episode of abdominal distension ("other injury or complication bloating"). The patient was treated with surgery (hysterectomy to remove essure ) and surgery (cervical reconstructive surgery, repair cx.). Essure was removed on (B)(6) 2014. At the time of the report, the back pain and abdominal pain had resolved, the genital haemorrhage, headache, fatigue, vaginal infection and procedural pain was resolving and the uterine cervical laceration, dysmenorrhoea, post procedural infection, migraine and the last episode of abdominal distension outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, fatigue, genital haemorrhage, headache, migraine, post procedural infection, procedural pain, uterine cervical laceration, vaginal infection, the first episode of abdominal distension and the second episode of abdominal distension to be related to essure. The reporter commented: since having the surgery, her symptoms are mostly resolved diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: full occlusion of fallopian tubes. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: cervical lacerations. Most recent follow-up information incorporated above includes: on 2-mar-2018: plaintiff fact sheet received. Events abnormal bleeding, dysmenorrhea, fatigue, infection nos, migraines, vaginal discharge, bloating; cervical laceration are added. Lab data updated. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.